Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 48 mg/dl. Customer was playing soccer. Device was unable to rewind and clear alarms. Display was hazy with wavy pattern. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express bolus and esc button dome switch. No unlocked lcd keypad connector was noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power test. No unexpected internal clock comparison error alarm was noted. No unexpected missing segments/partial display noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.